Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2022 the patient was admitted due to a suspected aneurysm rupture. Consistent with the computed tomography angiography (cta), the initial angiogram demonstrated an existing gore® excluder® aaa endoprosthesis device and a gore® excluder® iliac branch endoprosthesis (ibe) down the left common iliac artery (cia). Proximal placement and seal appeared adequate and at the inferior renal artery margin. The left cia had an ibe component that appeared adequately sealed in the left hypogastric and the left external iliac, however the ¿bridging limb/contralateral limb¿ appeared disconnected from the ibe at the desired overlap, having moved proximal by about 3cm. As reported, an angiogram was performed and appeared to demonstrate aneurysm filling and possible extravasation at the distal aorta which was reportedly enlarged from as compared with prior reports. On the same date a reintervention was conducted in which additional devices were implanted to reline the original implantation. The final angiogram demonstrated exclusion of the aneurysm and suspected leak. The patient was observed to have tolerated the procedure.

Manufacturer narrative:
G3/g4: engineering and imaging review of provided information and images was completed on march 24th 2022. H6: code 4315, cause not established - imaging evaluation: the contralateral limb (bridge) appears to be implanted 1 cm proximal to the excluder flow divider. The ibe appears to be shortened measuring 20mm. Excluder flow divider to the ibe flow divider length ~ 102mm the contra limb (bridge) is observed disconnected from the proximal ibe. Additional images related to the implantation procedure needed to correlate the devices as observed to a possible event code. Engineering evaluation: ¿ the device evaluation was performed based on what was reported to gore and the imaging evaluation attached to the event as the device was not returned for analysis. ¿ the imaging evaluation reported that the contralateral limb (bridge) appears to be implanted 1 cm proximal to the excluder flow divider and is observed to be disconnected from the proximal ibe. ¿ based on the imaging evaluation, the physician¿s observation was confirmed. ¿ no defects on the device were noted from the imaging evaluation. ¿ the cause for the reported movement and separation of the device from the ibe could not be determined with the available information. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), potential device or procedure-related adverse events that may occur and/or require intervention include, but are not limited to, component migration, endoleak, aneurysm enlargement, and aneurysm rupture. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.